Event description:
The customer reported via phone call that the insulin pump had a blank screen and sustained physical damage. The customer stated that the insulin pump kept going back and forth between a black screen and the main screen. She observed a crack close to the top of, as well as inside, the battery compartment. The customer did not know how the damage occurred. She also reported that the insulin pump sounded a high pitched beep that had woken her up from sleeping. The customer's blood glucose was 152 mg/dl. She noted that the insulin pump supposedly had the full capacity of its battery based on the display. She was advised to disconnect from the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. No unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.